Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# j0537762v implanted: (B)(6) 2005 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim. It was reported that during the patient¿s explant procedure in (B)(6) (date unknown), ¿something broke.¿ the patient reported that the explant doctor called the manufacturer and was told to leave the broken piece in the patient because it would cause more damage to remove it. The patient noted that they read this directly from their medical record. No further complications are anticipated.